Event description:
The customer reported a "chemical odor" coming from the unit. While on site, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse replaced vacuum pump exhaust filter housing. He performed a system certification procedure and ran a test cycle. The system met all MFR specifications. This issue is being addressed with a customer letter, related to correction & removal.